Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During preparation of a taxus express2 - 2.5 x 12 mm drug eluting stent it was noticed that the proximal stent struts were damaged. Consequently, the stent never touched the pt. No patient injury or complication was reported. The procedure was successfully completed using another taxus express2 - 2.5 x 12 mm drug eluting stent. Patient status is reported as "satisfactory/good."